Event description:
Additional information received reported that the hcp had nothing surgically planned right now. There might be more reprogramming but the hcp did not plan to do anything else anytime soon.

Event description:
Additional information received reported that the patient was now scheduled for the (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that stroke had never been mentioned to the manufacturer¿s representative. It was repeated that they had been paged to turn the device off and it was confirmed already off. A correction was made regarding the patient¿s managing hcp. The patient was seen (B)(6) and there were some impedance issues, but there was no information on how long impedance issues had been going on or the cause. It was stated that the implantable neurostimulator was working fine. It was noted that the patient had an upcoming appointment on (B)(6) and more information would be available at that time. It was stated that in the meantime the patient was not using therapy; she had the device turned off. It was stated that the patient was doing ok in general.

Event description:
It was reported that the patient fell (not due to the stimulator) and was hospitalized. The patient was not communicating well and asked that the device be checked to verify it wasn¿t causing the issues. The stimulator was off. The patient programmer was not at the hospital with the patient. It was also stated some impedances were high, but the company representative was unable to evaluate the stimulator at this time. The patients status was alive with injury. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had been seen in the ER for a stroke, at which time the hospital had called and wanted to check the implantable neurostimulator (ins) to make sure it was turned off. It was noted that the healthcare professional (hcp) listed on the mpxr was and ER doctor. It was stated that the patient's family was questioning if the simulator could have caused the patient symptoms of falls and not communicating well. It was noted that the manufacturer's representative was going to check with the managing hcp to see if the patient had been seen recently or if they had an appointment set up. It was stated that the manufacturer's representative would try to see the patient to check the stimulator. Additional information received reported that the patient told the manufacturer's representative that the ins stopped helping the patient's pain 3 months ago. It was noted that the patient's stroke and multiple falls "could have led to the problem." It was noted that on (B)(6) 2014 not troubleshooting had been done because they had only been paged to turn off the ins for the MRI. It was stated that today the patient was seen and high impedances were found on contacts 4,8,12,13, and 14 on reference electrode 0. It was stated that follow up was planned for (B)(6) for reprogramming and that the issue was unresolved at this time.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-65 , serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
Additional information received reported that the patient did not remember the last time she had received therapy in the appropriate areas. The patient recalled she has multiple electrodes that were not working the last time she met with a manufacturing representative. In (B)(6) 2014, she appeared to have 5 electrodes over impedance and could not be programmed around. The physician did not want to remove or replace at that time. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.